Event description:
An implant card was received to the manufacturer indicating a pt's vns lead was replaced due to being "broken". Follow-up with the reporter revealed high lead impedance readings were initially received on (B) (6)1998. No trauma or device manipulation was admitted, and x-rays of the vns were not performed. Follow-up with the explanting hospital revealed the lead had been discarded.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.